Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a device replacement procedure, this implantable cardioverter defibrillator (ICD) was connected to the chronic leads, but then the device was not able to be interrogated. A different device was used to complete the procedure. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.